Manufacturer narrative:
No unexpected button error alarms noted. Intermittent button response on the act button due to corroded keypad traces noted. Moisture damage noted on all electronic assemblies. Cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers were scrolling on the screen. Customer also reported that the keypad was unresponsive. The customer stated that the insulin pump was exposed to moisture. Blood glucose level at the time of the incident was 187 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.